Event description:
Reportable based on analysis completed in 2007. It was reported that during a coronary stenting treatment procedure, there was difficulty crossing the lesion. The lesion being treated was located in the obtuse marginal (om). The lesion was predilated with an unknown size and type balloon. The physician attempted to advance a 2.50x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. A second guidewire was positioned but was unable to pass, so an intermediate guide was placed. The physician tried again to cross the lesion with the 2.50x16mm taxus express2 stent, but was unsuccessful. The physician switched to a 2.50x12mm liberte bare metal stent, but was again unable to cross the lesion. There were no patient complications reported. However, product analysis verified the presence of stent damage.

Manufacturer narrative:
Device analysis. Visual examination of the returned device noted that the proximal edge of the sent was stretched with the proximal struts lifted and mis-aligned. The hypotube was severely kinked at various locations along its length. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The exact cause of the initial difficulties that the physician experienced during the attempts to advance this device is unknown.